Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was a broken lid or cap. The following information was provided by the initial reporter: translated to english. The customer stated: "tube sku 367587 with defective cap, making it impossible to use, as the part where the needle is inserted was out of place."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper function with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to improper assembly during the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was a broken lid or cap. The following information was provided by the initial reporter: translated to english. The customer stated: "tube sku 367587 with defective cap, making it impossible to use, as the part where the needle is inserted was out of place."